Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 600 mg/dl, resulting in "infection in kidney". Cause of high bg was not known. Customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU). Reportedly, customer was treated with intravenous fluids of saline and insulin and was discharged 3 days later with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.